Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with a bd q-syte¿ needle-free connector leakage occurred at connector. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: (B)(6) 2021 the patient needs to use a separable membrane needleless closed infusion connector for the infusion of liquid medicine. During the single-tube rehydration, the nurse found that there was liquid flowing out of the opening with the bd connector at the other end of the indwelling needle, checked that it was tightened, and checked that it was a quality problem with the bd connector. Unable to continue to use it affects the diagnosis and treatment work, the department immediately stopped it and notified the relevant department to deal with it.

Event description:
It was reported that during use with a bd q-syte¿ needle-free connector leakage occurred at connector. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: (B)(6) 2021 the patient needs to use a separable membrane needleless closed infusion connector for the infusion of liquid medicine. During the single-tube rehydration, the nurse found that there was liquid flowing out of the opening with the bd connector at the other end of the indwelling needle, checked that it was tightened, and checked that it was a quality problem with the bd connector. Unable to continue to use it affects the diagnosis and treatment work, the department immediately stopped it and notified the relevant department to deal with it.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.